Manufacturer narrative:
(B)(4): the serial number was not available and the device was not returned for evaluation, therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced an acute myocardial infarction. Treatment was not reported. The patient died due to the event. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available.